Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. With a "doesn't work intermittently; no display; alarms after purge" issue was confirmed and reproduced during product evaluation. There was no assignable cause determined, and no repairs were made to fix the reported condition due to estimate refusal.

Event description:
The facility representative reported an infuso.r. Pump with a condition of doesn't work intermittently; no display; alarms after purge. The process step is unknown. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.